Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels ranging from 233-400 (mg/dl) the past week. The customer changed out all of the supplies on the pump, and changed the infusion set, and delivered a correction bolus. System check with tandem technical support was performed and showed that the pump was performing as intended. However, the customer stated that humalog insulin is used and the cartridge is changed every 3 days. Recommendation was made by tandem technical support to change the cartridge every 2 days per pump labeling instructions.